Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, laparoscopic instruments were getting stuck in the cannula when going in and out with the instruments. A different trocar was used to complete the case. There was no patient injury.